Manufacturer narrative:
The reported issue that the device dim segment on the led display is being replaced could not be confirmed. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris etco2 module is used for monitoring. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Event description:
It was reported that the device dim segment on the led display is being replaced.

Manufacturer narrative:
The reported issue that the device dim segment on the led display is being replaced could not be confirmed. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris etco2 module is used for monitoring. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the device dim segment on the led display is being replaced.